Manufacturer narrative:
As reported, the atraumatic tip of the 6f-7f mynxgrip vascular closure device (vcd) could not be inserted into the sheath due to resistance. There was no reported patient injury. Multiple attempts to obtain additional information were made without success. A non-sterile 6f-7f mynxgrip vcd involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The syringe was connected to the device with stopcock close. The sealant and advancer tube were observed to have been remain in the manufactured position as received. The procedure sheath involved in the reported complaint was not returned with the device. It was noted that the atraumatic wire distal tip of the returned device was slightly bent/damaged. Without the return of the procedure sheath, a physical evaluation to determine whether there was damage to the procedure sheath that could have contributed to the reported complaint could not be made. An applicable lab introducer sheath was used to perform the insertion/withdrawal test on the returned product. Although the catheter¿s atraumatic distal tip was bent/damaged, the device was able to be inserted through the lab introducer sheath without issue during the investigation. The returned device performed as intended per the mynxgrip instructions for use (IFU). A product history record (phr) review of lot f1715901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter inability to advance in sheath¿ was not confirmed through analysis of the returned device since no issue was noted during functional analysis and the sheath was not returned. The root cause of the issue reported by the customer could not be conclusively determined during analysis. Based on the limited information provided and the product analysis, access site vessel characteristics (although not provided) and/or the condition of the sheath (which was not returned) most likely contributed to the issue experienced. A tortuous access vessel may cause difficulty for the catheter tip to make the "turn" into the vessel/sheath, and excessive force can result in a bent distal tip. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Confirm via femoral arteriogram or venogram: there is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1715901 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the atraumatic tip of the 6f-7f mynxgrip vascular closure device (vcd) could not be inserted into the sheath due to resistance. There was no reported patient injury.